Manufacturer narrative:
The programmer was unable to establish device telemetry, during testing. It was found that the connection between the programming head connector and link electronic module (lem) was broken. The keyboard connection was found to be broken. A storage door latch was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost device telemetry during the implant of an implantable cardiac monitor (icm). A different programming head was used, but the issue persisted. The icm was implanted, while a replacement programmer was retrieved. It was further reported that the icm recorded false episodes, due to data collection being programmed "on" during the implant procedure. It was noted that this was the result of the programmer issue, and that the icm was working as expected. The icm programming was completed with another programmer. The faulty programmer was returned for service. The icm remains in use. No patient complications have been reported as a result of this event.